Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to dehydration, coma, renal failure and diabetes complications. The customer was not on insulin pump therapy, but did use test strips and lancets to check his blood glucose levels. Nothing further was reported.